Event description:
It was reported that the customer's pump issued an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. The customer, following precautions to prevent this issue, was advised by technical support to put the pump into storage mode and return it to tandem using a provided return box. A replacement pump was sent, and the customer was informed about programming their pump settings and connecting their cgm to the new device. The customer understood and acknowledged these instructions.